Manufacturer narrative:
Product analysis: no issues were identified with the analyzer. It passed all incoming testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an analyzer session, no values were displayed on the programmer, and the display became unreadable. A different programmer and analyzer were used to complete the case. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.